Manufacturer narrative:
H3: evaluation determined that the attachment distal bearings are detached. The likely cause of failure could not be determined. It was also noted that bur is stuck inside the tube, the distal bearing is broken, the leg is worn, the color band is discolored and the laser markings are faded. Aware date used as date of analysis performed as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that attachment had a non-specified issue. It was reported that there was no patient impact.